Manufacturer narrative:
(B)(4). Batch # unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was received: could you please clarify if there were any patient consequences? No consequences. Surgeon didn't use the mis-labeled device- opened another cdhp and used it with no issues. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No change. Since the incorrectly labeled device was not used, normal post-op care was given. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a sigmoid colectomy the tyvek packaging stated that a thirty one millimeter device was within when in fact it was a twenty five millimeter device.